Manufacturer narrative:
(B)(4). Date sent: 8/15/2023 batch # x9690j investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with misaligned jaws. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number and no related nonconformances were identified.

Event description:
It was reported that during an unknown procedure, device wouldn't open and jammed shut. No further details were provided. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023, d4- batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? Was device ever able to be opened?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, er420 lot number a9cv71, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.